Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and provide additional information received. The user facility reported that scope underwent adenosine triphosphate (atp) testing and was not cultured for microorganisms therefore; the presence of bacteria could not be confirmed. Olympus recommended that the scope be sent to a independent laboratory for microbial testing; however the user facility declined the request. The device was returned to olympus for evaluation. The biopsy channel was inspected with olympus boroscope and no signs of foreign substance, stain or foreign materials/objects were found inside the channel or on the exterior of the device. There was some discoloration noted on both sides of the bending cover adhesive and distal end. The cause for the reported failed atp testing could not be determined; however, the up/down control knobs and the up/down angulation was inspected and found to be low on the bending section area which did confirmed the reported angulation issue. The control body grip was disassembled and the angle wires were found to be stretched. In addition, there is a leak found on the plug unit connector near the contact pins due to multiple dents or nicks noted on the plug unit connector that resulted in the crack. The physical damage and discoloration of the bending section cover glue can be attributed to user mishandling and chemical damage during reprocessing.

Manufacturer narrative:
The device was returned to olympus and it is currently pending investigation. The user facility has been contacted for additional information regarding the reported event and was informed that based on a recent visit from an olympus endoscopy support specialist (ess), it was noted that the facility staff was not suctioning the scope, as they were using a scope buddy. The ess recommended that the facility must add suctioning of the endoscope to their reprocessing step and the use of detergent to their manual cleaning. The user facility further reported that since they implemented the recommended reprocessing steps there has been no other positive cultures observed. The most likely cause of the reported event is due to insufficient reprocessing of the endoscope. As part of our investigation, olympus has requested an additional site visit by an ess to observe the facility¿s reprocessing methods and to provide additional reprocessing training if necessary. The user facility has not finalized a date for the visit at this time.

Event description:
Olympus was informed that the scope culture tested positive twice for an unspecified bacteria after reprocessing. There are no patient infections associated with this report.